Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating an external flash error and motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he was getting strange errors like external flash error and it would shut down. The customer stated that he had several alarms he was not familiar with. The customer stated that they were able to get out of the priming process and check the alarm history. The customer stated that there were several motion sensor test failures, motor errors and motor position encoder errors. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump had no alarms noted during testing. E70 alarm noted in the alarm history file. Unit passed displacement test, rewind, basic occlusion test and prime test. Unit received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had cracked reservoir tube lip, minor scratched display window and cracked case at display window corners.